Event description:
The pt received a medpor chin and ramus implant intraorally in 2007. At approx one month post op, the pt developed an infection. The doctor treated the infection with antibiotics. In 2007, the infection had not cleared, the doctor removed the implant.

Manufacturer narrative:
A copy of the current medpor instructions for use is enclosed with caution highlighted.